Manufacturer narrative:
(B)(4). No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that while positioning the patient the head support became loose at the ball joint. A backup device was required to complete the procedure. The case was completed with no patient injury or further problems.

Manufacturer narrative:
Device investigation narrative - the reported device was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. A review of the device history records could not be performed as the lot or serial number identification information of the device was not provided. A complaint history review identified one similar complaint within the last year for this part number. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Device not returned for evaluation. (B)(4).